Event description:
The physician was attempting to implant a 2.75mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the da. The lesion was reported to be in a moderately tortuous vessel with 70-80% stenosis. It was reported that there was a fracture in the medium section of the stent. The physician attempted to deliver another endeavor resolute stent; however, the stent segments were also damaged during its delivery to the target lesion. No pt injury occurred and no clinical sequelae were reported. Reference MFR report# 9612164-2011-01084.

Manufacturer narrative:
Device eval: the stent was positioned on the balloon between marker bands as per specification. The eighth proximal stent segment was raised. The thirteenth proximal stent segment was slightly overlapping. The distal tip was frayed. There was no weld or stent fractures observed. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)). (B)(4) eval: results: patient vessel/lesion morphology; moderate tortuosity, 70-80% stenosis, moderate calcification. Stent deformation and failure to deliver device. Conclusion: patient vessel/lesion morphology; moderate tortuosity, 70-80% stenosis, moderate calcification.